Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failing volume over and over, under infusing' was not reproduced. Flow accuracy testing was performed and was within specification. A review of the event history log (ehl) revealed no abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.